Manufacturer narrative:
MFR received date: 01 feb 2020. The service technician confirmed the faulty touchscreen. The service technician confirmed the touchscreen was replaced to resolve the reported issue and the unit has resumed normal use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21oct2019.

Event description:
The customer reported a ventilator with a faulty touch screen. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.